Event description:
It was reported that during a lobectomy procedure, the device would no reopen. After cutting and stapling, the device remained locked on the tissues, it was impossible to reopen the stapler. The surgeon had to cut the tissue around the instrument to be able to remove it. The procedure was completed with manual sutures. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/29/2009. Information anticipated, but unavailable at this time.